Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Treating neurologist indicated that the pt was not able to feel device stimulation at 1.5ma normal mode output current or 1.75ma magnet mode output current. Device diagnostic testing again yielded high lead impedance reading. The neurologist reset the device, after which both normal mode and magnet mode output currents were programmed to 1.0ma. The pt immediately felt stimulation, so the neurologist reduced output current to 0.50ma. The pt no longer felt stimulation at 0.50ma output current and subsequent device diagnostic testing again resulted in high lead impedance reading. X-rays reviewed by neurologist did not reveal any obvious discontinuties in the vns therapy system. It was reported that intraoperative device diagnostic testing during initial implant surgery was within normal limits, indicating proper device function at that time. The pt is scheduled for vns therapy system replacement surgery. Investigation to date has been unable to determine the cause of the reported high lead impedance test results.

Event description:
Product analysis summary: the lead assembly was returned in two pieces. During visual inspection of the pulse generator and lead "as received" it was seen that the lead connector was not completely inserted into the pulse generator head. The setscrew was found to be down and blocking the lead pin cavity in the pulse generator header, therefore, preventing full insertion of the lead connector. Examination of the lead's connector pin showed that no setscrew marks were present on the pin surface. With the setscrew backed out, it was verified that the connector pin fits as expected when inserted in the header of the pulse generator. Based on the analysis results of the lead's physical appearance, the high lea dimpedance condition was the result of the lead's connector not being inserted properly into the pulse generator head as evidenced by the absence of setscrew marks on the lead connector pin, the setscrew blocking the pin cavity and the lead connector not being inserted completely "as received". The condition of the lead is onsistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No anomalies were detected. The cause of the event was due to an inappropriate generator/lead connection during the implant surgery.